Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 747 mg/dl. The customer stated that he had been treating himself based on the sensor glucose levels, not the blood glucose levels. By the time the customer actually check his blood glucose levels, he was over 300 mg/dl. The customer stated he also had a heart attack. The customer had an upgraded insulin pump that had not been set up at the time of the event. The customer has been wearing the upgraded device since the event, and has not had further issues. Nothing further was reported.